Manufacturer narrative:
Concomitant medical products: dtmb1d4 crt-d, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician was reviewing an in-office interrogation and noted in the stored ventricular sensing episodes short v-v intervals that they believe should be sic (sensing integrity counter) counts but the sic counter is zero. Possible t-wave oversensing (twos) on the right ventricular (rv) lead was suspected. A company technical representative explained to the clinician that sic counts were not recording due to the short v-v being preceded by a biventricular pace, and the sic needs to have the short vsvs (ventricular sense ventricular sense) interval preceded by a vs not a vpace. And confirmed that the short v-vs timing appears to be most consistent with twos post pace on the rv lead. The clinician then reprogrammed the rv lead and the lead remains in use. No patient complications have been reported as a result of this event.